Event description:
International customer reported that the device clotted with blood resulting in poor wound drainage.

Manufacturer narrative:
Conclusion: report stated that device clotted with blood. The product insert warns the user that an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill, and reservoir suction must be maintained. In the event of occlusion of the drain, all wound drainage via the drain ceases.